Event description:
Pt experienced capsule formation, fatigue, muscle aches, joint pains, fevers, chills, paresthesias, alopecia, sicca symptoms, cystitis, bruises, blated feeting, asthma, goiters, carpal tunnel, arthrits, muscle fatigue, breast soreness and burning pain, loss of strength, joint swelling, pain, stiffness in fingers, shoulders, hips, knees, ribs, back, numbness and tingling in hands, swollen glands under arm, neck, coldness and pain of extremities, weight loss and gain, breast wrinkling, crooked placement of implants, depressed, memory problems and sleeplessness.